Event description:
Hill-rom received a report from the account stating the brake not set alarm did not work. The bed was located on 6e at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom technical support suggested changing the power supply board. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account will replace the power supply board to resolve the issue. Based on this info, no further action is required.